Event description:
Additional information received indicates that the ipg reached end of life. Surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the elective replacement indicator (eri) message. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A ¿replace generator soon¿ warning message was reported to abbott. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.